Event description:
It was reported that the device gives a bolus according to the user, without prompting. There was patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed, the device worked as intended. The device did not deliver a dose automatically.